Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse confirmed the leak from a small pinhole in the brown striped tubing through valve (vl4b). The fse replaced the tubing through vl4b resolving the leak and replaced the tubing through vl4a as preventative maintenance. Failure mode of the leak is related to a small pinhole in the tubing going through vl4b. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer contacted beckman coulter (bec) reporting that approximately 10 mls of clear fluid leaked from a pinhole in the tubing that goes through the valve (vl4b) in the coulter lh 780 hematology analyzer. The leak was not contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.